Manufacturer narrative:
Product ID 3093-33, lot# va0pyfu, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that she had a lead revision on 2015 (B)(6) because, the lead wire was not implanted deep enough. She was further revised on 2015 (B)(6) but the lead wire was still not deep enough since part of it was sticking out. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.